Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.25 x 18 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. It was also noted that the distal portion of the stent outer diameter may have been too large. Additional dilatation was performed and the sds was re-advanced, but still could not cross to the lesion. The sds was removed and it was found that the stent struts were flared. A new 2.25 x 15 mm xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sionblue; guide cath: profit. (B)(4) - re-insertion. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.